Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the doctor tried to connect the new transfer set with a titanium adapter, the connection was loose and easily disconnected. There was patient involvement. The titanium adapter is still in use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage test, clamp function test and integrity of seal surface test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.